Event description:
During a laparoscopic hysterectomy with right salpingo-oophorectomy, a harmonic scalpel was used. The tip (one of the cutting blades) was missing when removed from the surgical wound. Device inspected and noted the blade had broken off. Although the surgeon could visualize two metal pieces on the monitor, they were unable to be retrieved. Pt was informed that the blade is still insider her. It is unk at this time, if there will be any subsequent problem with the retention of the titanium pieces.